Event description:
It was reported the patient¿s healthcare professional (hcp) wanted them to have the implantable neurostimulator (ins) checked to make sure it was still functioning. It was noted the patient had an MRI of their brain on (B)(6) 2014 that was unrelated to their device or therapy. The reporter stated they had been sick in the hospital and during the MRI they knew they could not hold still. The reporter further stated they have multiple sclerosis and the illness and being sick was not related to their device or therapy. It was noted the patient stated that because the MRI did not work or ¿they messed up¿ their hcp wanted them to have the ins checked. It was further noted the patient had another MRI scheduled. Additional information received reported the patient¿s ins would not take a full charge. It was noted the patient had the ins on for four hours last night. The reporter stated that this had been happening since the MRI was done. The reporter further stated they felt the MRI was not compatible with their ins. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3487a-45, lot# v642993, implanted: (B)(6) 2012, product type lead; product ID 3888-45, lot# v851636, implanted: (B)(6) 2012, product type lead; product ID 3888-33, lot# v866965, implanted: (B)(6) 2012, product type lead; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 355531, lot# n317272, implanted: (B)(6) 2012, product type screening device; product ID 3550-14, lot# n312823, implanted: (B)(6) 2012, product type accessory; product ID 3487a-45, lot# v642993, implanted: (B)(6) 2012, product type lead. (B)(4).